Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter was not returned as it remains implanted. It is unk if pt or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unk.

Event description:
It was reported that after a filter deployed via the jugular vein, two of the legs were reported not to have gone into the cava wall. The two legs may be twisted together. No injury to the patient reported.